Event description:
During an implant procedure, they stylet was not able to be advanced through the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stylet insertion issue was confirmed. As received, a complete lead was returned in one piece. A stylet insertion test was performed and it was found that the stylet stopped at the inner coil at the proximal region of the lead due to excessive blood in the inner coil. The cause of the reported event was isolated to the inner coil being clogged with blood.